Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly on (B)(6) 2019 the patient was revised again due to a fall requiring medial ligament repair. The surgeon replaced the poly liner with a 14mm thickness liner. (Linked to (B)(4)).